Event description:
A surgeion placed an emcergency call to the medical director at 7pm on 5/2002. The surgeon had operated on a pt in 2002. The procedure was a laparoscopic lysis of adhesions and ovarian cystectomy. Three hundred ml of intergel were instilled into the pelvic cavity at the end of the procedure. On post-op day 1, the pt developed a fever and an elevated wbc of 12000. Pt had severe abdominal pain and was developing distension and ascites. Pt was started on antibiotics and a paracentesis was performed. The fluid grew out e.coli. An exploratory laparotomy was performed 3 days later. The surgeon saw no bowel trauma or other possible source of infection. The pt subsequently recovered. The surgeon and the medical director (who followed up with the surgeon) agreed that the presence of e.coli in the peritoneal fluid was indicative of an infectious process.